Manufacturer narrative:
Evaluation, results: related to operational context ¿ the balloon damage is most likely procedural related. (B)(4).

Event description:
Evaluation summary: the balloon bond was stretched - the area of stretching was 1mm in length. The balloon folds were opened indicating that the balloon had been inflated; however the balloon was partially deflated on return of the device. Negative prep was performed on the balloon and passed. The device was then inflated to rbp which took 45 seconds, an attempt was made to deflate the device which took greater than 30 seconds.

Event description:
Physician implanted a resolute integrity drug-eluting stent in a slightly calcified lesion in the lad with 75% stenosis after pre-dilation with a non-mdt balloon. The physician then attempted to use the same pre-dilatation balloon along with a sprinter legend balloon for kissing balloon technique in the diagonal but the sprinter legend could not inflate with 6atm. The physician removed the device and it didn¿t inflate with 6 atm but did inflate with 12 atm but then was unable to deflate it. The physician then used a non-mdt balloon as replacement to complete the operation. There was no adverse event to the patient. No abnormalities noted during device inspection and preps before the operation. No resistance was felt with mating device during delivery. No resistance was felt when device was passed through the lesion site. No resistance felt when removing the stylette and balloon protector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75% stenosis and calcification. No results available since no evaluation performed - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: (root cause could not be determined). 67 unable to confirm complaint - (device or procedural images not provided for review) 50 device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75% stenosis and calcification. (B)(4).